Event description:
Allegedly, hooded abrasion bur has metal shavings coming off. Item was used during a case. Another device was immediately available for use. The case was successful. No adverse consequences to the pt.

Manufacturer narrative:
Additional info will be provided once investigation is completed.